Event description:
A malfunction was reported by a distributor in sweden, with the malfunction code 0-0x277d being displayed. There was no reported impact on the customer¿s blood glucose level, and specific glucose values were not shared. The customer was advised to replace the pump as it was within warranty, and the necessary instructions for returning the defective pump were provided.